Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to remove the following statement from the initial MDR as it was documented in error. "At an unspecified time of the report the cgm reading was 76 mg/dl and the bg reading was 56 mg/dl."

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . On (B)(6) 2024 the patient was sleeping , when he experienced convulsion (seizures). He was by himself and self-treated with glucose juice (glucose juice on his bedside table that he drank on his own). There were no bg nor cgm values reported but it was reported that his cgm was reading higher than his actual bgm, about 40 points off. He has been calibrating the sensor multiple times to make it right but issues would persist. Five minutes after treatment, the patient was feeling better. The patient reported that he felt like the bg reading could have been around 20 mg/dl but there was no bg taken. The cgm reading was around 50- 70 mg/dl, but the patient was unable to provide exact information. The patient continued to experience inaccurate readings the following day since he continued using the sensor. At an unspecified time of the report the cgm reading was 76 mg/dl and the bg reading was 56 mg/dl. At the time of the report the patient was fine. There were no reported glucose values available to search within the parkes error grid calculator during the time the patient was symptomatic. The reported glucose values fall within the a zone of the parkes error grid during an unspecified time during the event. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.